Manufacturer narrative:
Further information was requested but not received. D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that during initial positioning of the atrial leadless pacemaker (lp), the patient experienced atrial fibrillation (af). The patient was administered three intravenous antiarrhythmic drugs to convert the af. The atrial lp was then fixated three times, however, no capture, no sensing, and poor current of injury was observed. The decision was made to abort the atrial lp implant. A ventricular lp was implanted successfully, and the patient was in stable condition. It is unknown if the arrhythmia was related to the implant procedure.